Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys troponin I stat immunoassay result for one patient sample from the cobas e411 rack analyzer. The initial result was 0.19 ng/ml. The repeat results were <0.16 ng/ml, 0.18 ng/ml, and 0.18 ng/ml. The result of 0.18 ng/ml was believed to be correct. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 295501. The expiration date was requested but was not provided. The calibration, qc, and analyzer alarm trace did not indicate any issues. The investigation was unable to find a definitive root cause.